Event description:
A technician reported three patients (four eyes) experiencing myopic surprises following intraocular lens (iol) implant surgeries. There are four medical device reports associated with this event. This report is for the third patient, left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/30/2009 by phone, fax, and mail. A completed questionnaire was received on 12/30/2009. (B) (4). (B) (4). (B) (4).